Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down cable frayed on visual inspection. The cable segment that contains the crimp was still installed in the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken wire was identified on a fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.